Manufacturer narrative:
No device was returned to resmed for investigation. Based on all available information and investigations of similar issues, the engineering investigation determined that the reported event was most likely due to an issue with the charging management circuitry or battery. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to the customer's internal service center for evaluation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.